Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was scheduled for a normal device change out procedure. A couple days prior to the change out, right ventricular pacing impedance measurements greater than 3,000 ohms were observed. A slight increase in pacing threshold measurements and sensing measurements were also observed. During the device change out procedure, the rate/sense portion of the lead was capped and a new rate/sense lead was implanted. After the new rate/sense lead was placed, varying shock impedance measurements were observed including high out of range measurements. Therefore, the shock portion of the lead was also capped and another manufacturer's defibrillation lead was implanted. No adverse patient effects were reported.